Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal wires/heating element of the jaws were bent/tangled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool handle and jaws. Traces of charred material were evident on the tool jaws. Microscopic inspection showed that the heater wire was twisted and bent and detached from the tip but remained attached at the base. The silicone boot insulation appeared intact. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal wires/heating element of the jaws were bent/tangled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.